Manufacturer narrative:
Continued h.6. Type of investigation code: b15, b17, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with juvéderm® volift® with lidocaine in the lower face. 11 days later, patient developed an infection at the lower right side of mouth (right lagio mandibula area). Other areas of face were unaffected besides some normal redness after the procedure. Patient was treated with clarithromycin 250mg bd. Doxycycline 100mg od, and co amoxiclav 500 mg qds. Symptoms resolved but scarring remains.